Event description:
On (B)(6) 2014, the patient presented to the facility with back and abdominal pain. CT images revealed an abdominal aortic aneurysm with the diameter of 80x90mm. It was reported that the CT images confirmed that the aneurysm was not ruptured and therefore the physician decided to monitor the patient, planning to reintervene within a few days. At night of (B)(6) 2014, the patient's blood pressure suddenly dropped and went into shock, due to rupture of the aneurysm. As the physician performed transfusion and administered vasopressor, the blood pressure was stabilized. Then the physician performed an emergent endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair a ruptured abdominal aortic aneurysm. It was reported that during opening an access site, the patient's blood pressure once dropped and was stabilized. After implanting the trunk-ipsilateral leg component (rmt281412j/12114908) and a contralateral leg component (plc201000j/12514311) at right side, a gore® dryseal sheath with hydrophilic coating (dsl1228j/12621408) at left side was accessed to the contralateral gate and only its tip reached in the gate. During the advancement of a contralateral leg component (plc161400j/12482496) the tip of the sheath lost access to the gate; however, the advancement continued. It was reported that, as the device advanced outside of the sheath there was a difficulty advancing the device into the gate and therefore the device was rotated. As the device was in the gate and the deployment line was pulled, the device was not open and the retracted deployment line was shorter than usual. After removal of the delivery catheter of the device it was confirmed that the leading end was detached at the trailing olive and the detached leading end remained in the patient. The leading end in the patient was retracted using a snare catheter. It was reported that during removal of the leading end, the patient experienced dyspnea due to the left lung being compressed with blood from the rupture. The left chest drainage was performed for draining blood. During implanting a contralateral leg component (pxc141000j/11566829), the patient went into a cardiac arrest. Chest compression was performed with success and the remaining devices were implanted. It was reported that the final angiography revealed no endoleak. During closing the access site the patient went into a cardiac arrest again. Chest compression was performed with success. It was then confirmed that blood from the rupture remained in the abdomen. The abdominal drainage was performed for draining blood, however, before completing the drainage the physician concluded the procedure since the patient's condition was critically ill. The patient was taken to intensive care unit (ICU). On (B)(6) 2014, the patient expired in the ICU. It was reported that cause of the death is blood loss due to excessive bleeding, and that the cardiac arrests experienced twice during the procedure are not device-related.

Manufacturer narrative:
The root cause for the broken leading end of the catheter could not be determined with the currently available information. Use outside the IFU likely contributed to the broken leading end of the catheter, specifically, advancing the device outside the sheath and rotating the device.

Event description:
On (B)(6) 2014, the patient presented to the facility with back and abdominal pain. CT images revealed an abdominal aortic aneurysm with the diameter of 80x90mm. It was reported that the CT images confirmed that the aneurysm was not ruptured and therefore the physician decided to monitor the patient, planning to reintervene within a few days. At night of (B)(6) 2014, the patient's blood pressure suddenly dropped and went into shock, due to rupture of the aneurysm. As transfusion was performed and vasopressor was administered, the blood pressure was stabilized. Then the patient underwent an emergent endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair a ruptured abdominal aortic aneurysm. It was reported that during opening an access site, the patient's blood pressure once dropped and was stabilized. After implanting the trunk-ipsilateral leg component (rmt281412j/12114908) and a contralateral leg component (plc201000j/12514311) at right side, a gore® dryseal sheath with hydrophilic coating (dsl1228j/12621408) at left side was accessed to the contralateral gate and only its tip reached in the gate. During the advancement of a contralateral leg component (plc161400j/12482496) the tip of the sheath lost access to the gate however the advancement continued. It was reported that, as the device advanced outside of the sheath, there was a difficulty advancing the device into the gate and therefore the device was rotated. As the device was finally in the gate, the deployment line was pulled. However the device was not open and the retracted deployment line was shorter than usual. After removal of the delivery catheter of the device it was confirmed that the leading end was detached at the trailing olive and the detached leading end remained in the patient. The leading end in the patient was retracted using a snare catheter. It was reported that during the removal, the patient experienced dyspnea due to the left lung being compressed with blood from the rupture. The left chest drainage was performed for draining blood. During implanting a contralateral leg component (pxc141000j/11566829), the patient went into a cardiac arrest. Chest compression was performed with success and the remaining devices were implanted. It was reported that the final angiography revealed no endoleak. During closing the access site the patient went into a cardiac arrest again. Chest compression was performed with success. It was then confirmed that blood from the rupture remained in the abdomen. The abdominal drainage was performed for draining blood, however before completing the drainage the physician concluded the procedure since the patient's condition was critically ill. The patient was taken to intensive care unit (ICU). On (B)(6) 2014, it was reported after the procedure the patient expired in the ICU. It was reported that cause of the death is blood loss due to excessive bleeding, and that the cardiac arrests experienced twice during the procedure are not device-related.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.